Event description:
User experienced control recovery for sodium and chloride trending low since (B) (6)2010. Pn (B) (6) 2010, two patient samples gave incorrect sodium results. Only the following patient sample was discrepant. Initial result gave 133; repeat gave 139 mmol/l. User said the initial result of 133 mmol/l had not been reported out. Patients not affected; no discrepant results were reported out. Sodium electrode lot number was not provided. The field service representative determined there was a problem with the ise mixtower. He replaced mixtower and performed diagnostic tests which passed. Customer ran calibration, controls and precision test with results within customer acceptable limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.